Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada called on behalf of the customer to seek assistance with the contour next ez meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour® next ez meter with serial # (B)(6), for evaluation. No test strips were returned. Therefore, the returned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 3.7 mmol/l, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits. The results obtained with the in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour® next ez meter and no manufacturing anomalies were found.